Manufacturer narrative:
Additional information received confirmed that part of the broken endoanchor remains in the patients aortic wall. The remaining half of the endoanchor was in the sa-85 which was subsequently discarded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: the reported anchor fracture was confirmed; however, the cause of the fracture could not be determined from the limited still images during implant and the single site photograph of the fractured endoanchor. The fractured anchor was not returned for a more detailed analysis; including sem analysis. Additional images during implant, including films during implant of the heli-fx endoanchor when the fracture occurred, were also not available for review. Other than the thrombus observed within the barrel-shaped proximal neck, analysis of the returned pre-implant films did not reveal any other anatomical characteristics that could explain the reported event. Possible anatomical causes of the anchor fracture include implanting into areas of calcification, thrombus, and highly angulated anatomy. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier may have also contributed to the anchor fracture. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used in the endovascular treatment of a 60mm abdominal aortic aneurysm. An endurant iis stent graft system was also implanted during the procedure and the endoanchors were implanted prophylactically in the bifurcated stent graft. It was reported the patient had moderate proximal neck thrombus. It was reported that during the index procedure one of the heli-fx endoanchors broke during its implantation. It is reported that when the physician pressed the forward button on the second occasion, the sa-85 applier jumped and the broken endoanchor was noted. As per the physician the cause of the event was product related. No additional clinical sequalae were provided and the patient is fine.